Event description:
It was reported that the patient presented to the clinic with loss of capture and poor sensing thresholds on the right ventricular lead. The lead appeared to be dislodged. It was suspected that the lead had perforated the ventricular apex. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.